Manufacturer narrative:
(B)(4).

Event description:
A patient was undergoing continuous renal replacement therapy (crrt) with a prismaflex m150 set ckt. During treatment, an external blood leak was observed, reportedly from the upper connection side of dialyzer with the tubing. The blood loss was estimated to 100cc. There was no patient injury or medical intervention associated with this event. No additional information is available.